Manufacturer narrative:
(B)(4): testing was unable to duplicate the complaint of inaccuracies in bolus calculations during investigation. No defect was found. Testing performed an ezbg bolus and the pump displayed the pump correctly calculated a 1 unit bolus. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit bolus was performed successfully using a test meter and was accurately recorded in the pump history. No hypersensitive keys were observed on keypad.

Event description:
The reporter claimed the correction bolus calculation feature on the animas insulin pump is not giving a correct dose. According to the reporter, the subject pump gives 0/0 bolus when the patient's blood glucose is above target. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the inaccurate bolus calculation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filed. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).